Event description:
The manufacturer was contacted in reference to a everflo intl device. The reporter alleged deformation of the internal plastic supports in the device due to excessive internal heat. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.